Event description:
The customer received blood glucose readings of 389, 422 and 298mg/dl from the contour next ez meter. Her reading on the doctor's meter was 127mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. No additional information was provided from the customer. Product was not replaced.

Manufacturer narrative:
The call ended before the customer's complete personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.